Event description:
Philips epiq 7c ultrasound unit began smoking. Unit was removed from the facility where is was sprayed with a fire extinguisher. The fire department then reported to the scene where they doused the unit with water. They then removed the liion battery and covered it with chemical for lithium ion batteries and then soaked the batter in water. The resulted in complete loss of the u/s unit.